Manufacturer narrative:
This report is being filed on an international product, list number 2k91-36 that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that discrepant architect ca19-9 results were generated on a patient sample. An initial result of >1200 u/ml was generated. The customer performed a 1:10 dilution and a result of 207.67 u/ml was generated. The customer repeated the original sample and a result of 923.71 u/ml was generated. The sample was recentrifuged and a result of 1196 u/ml was generated, and results of 234 u/ml and 256 u/ml after diluting 10x on the analyzer. There was no report of impact to patient management.

Manufacturer narrative:
No patient sample was available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. To investigate the customer's issue, the historical performance of all architect ca 19-9xr reagent lots were evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for all the reagents lots are within the established control limits. Therefore, no unusual reagent lot performance was identified. Device labelling including the architect ca 19-9xr reagent package insert and the architect system operations manual was reviewed and was found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.